Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 26 mg/dl and food was consumed to address the bg level. The cause of the low bg was not reported. Additional attempts were made to gather more information; however, the customer did not reply to the requests.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was confirmed during bolus request on (B)(4) 2017. User made bolus requests without entering current bg level and still having insulin on board (iob). User requested two "cannula fill" processes with priming sizes of .7 units of insulin without conducting the cartridge change sequence. Basal rate was .9 u/hr the majority of the day. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during "cannula fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There was no evidence of device malfunction.